Event description:
It was reported that during an unknown procedure, bleeding was found after firing. The surgeon touched the staple line with his finger, and he felt some staples were missing. The surgeon used hand sewing to complete the procedure. The safety could not open again after the event. There was some bleeding. The patient did not require a blood transfusion. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that if the indicator is not fully within the green range of the gap setting scale or the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be deployed without completely forming and without cutting the washer. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4).